Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specs. However, moisture damage was found on the keypad traces.

Event description:
It was reported that customer was hospitalized due to high blood glucose. Also, it was reported the act bottom does not respond properly. Troubleshooting was performed. The pump settings were accurate.